Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: opening on anterior, weight within specifications and a crease/fold. A visual and microscopic analysis was performed which identified: striated opening. Based on the device analysis the final assessment is: -a striated opening due to surgical damage consist in the use of some surgical tool. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and "creases/fold." Device has been explanted.